Event description:
This is the fourth occurrence with this device that will not work to compress the radial artery post-procedure.what was the original intended procedure?cardiac catheterization using the radial artery for access.